Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (pd) therapy. The cause of death was reported to be due to myocardial infarction. It was not reported if the patient was hospitalized prior to death. It was not reported whether pd therapy was ongoing until the time of death or if the patient was connected to the homechoice device at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.